Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue: due to contamination, the dust filter/filter cap and fio2 tubing were replaced. The housing was also replaced.